Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that jaw would not open during laparoscopic gastrectomy cancer procedure. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.